Manufacturer narrative:
Findings: unit passed displacement test and excessive no delivery alarm test. Motor error alarm noted during basic occlusion test and unable to prime during prime test due to faulty force sensor (gold) motor was tested outside the device and passed. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown mg/dl. The customer reported the alarm was resolved by a infusion set change. The customer doesn't want to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer stated that the device was exposed to high magnetic field such as x-ray. The customer was unable to rewind the pump due to insulin started to spray. The customer did not report motor position encoder error alarm. The customer received 4 motor errors. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.